Event description:
Pt spontaneously call in to report her cadd ms3 pump sn (B)(4) (01/18/2020) is missing a plastic piece. Pt states that the plastic piece that the cartridge cap screws into is missing parts and she is unable to screw in her cartridge cap. Error did not occur while in use and did not cause any harm to the pt. Pharmacy is sending replacement pump. Pt was able to switch to her backup pump to prevent any interruptions in therapy. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.